Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 6pm on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿61, 68, 76, 69, 57, 42 and 41 mg/dl¿ which they felt were lower than they should be. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that a few hours before the alleged product issue occurred they had developed the symptoms of ¿shortness of breath and shaky¿. The patient also stated that at 10am on (B)(6) 2017 they had received treatment of 10 units of insulin during a doctor¿s office visit. No further treatment was noted in relation to the development of symptoms however. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately low readings on the subject meter which may have caused or contributed to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.

Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.